Event description:
Customer received errant total psa result for three samples. Two of the samples were found to be discrepant. Sample 1, initial result 4.4 repeat 2.4 (no unit of measure given). Sample 2, initial result 2.3, repeat 0.1 (no unit of measure given). No info was provided to determine if any adverse events occurred. If additional info is received, appropriate notification will be provided.